Event description:
It was reported that shaft break occured. The 90% stenosed, 4.5mm in diameter, eccentric and de novo target leson was located in the mildly tortuous and mildly calcified right coronary artery with lesser than or equal to 45 degree bend. A 24 x 4.50mm taxus liberté stent was used to treat the lesion. When advancing the stent, the shaft break about 110cm away from the hub. The doctor withdrew the stent with the unspecified guiding catheter. No abnormal symptom was observed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the catheter was returned in two sections due to a break at the port bond. The inner was bunched up at two locations. The outer lumen had kinks at various locations. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occured. The 90% stenosed, 4.5mm in diameter, eccentric and de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery with lesser than or equal to 45 degree bend. A 24 x 4.50mm taxus¿ liberté¿ stent was used to treat the lesion. When advancing the stent, the shaft break about 110cm away from the hub. The doctor withdrew the stent with the unspecified guiding catheter. No abnormal symptom was observed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.